Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Patient had mesh placed to an intra-peritoneal location. Surgeon has done a re-look laparoscopy and although the mesh is incorporated it is completely encapsulated and densely adherent to the omentum and the liver.

Manufacturer narrative:
Based on the details of the complaint the patient had adhesions of the mesh to the omentum and the liver. There were no specifics regarding what mesh was used as the part number and lot number were not provided. As the part number and lot number were not provided an evaluation of the device history records could not be conducted. Summary/conclusion - based on the details provided there is not enough evidence to conclude that the patient¿s adhesions were a result of the mesh. Clinical evaluation - it was reported that the patient had a mesh implant during an intraperitoneal onlay mesh procedure (ipom). C-qur mesh is intended for use in soft tissue deficiencies including hernia repair, traumatic or surgical wounds or chest wall reconstruction procedures requiring reinforcement with a non-absorbable supportive material. Adhesions are bands of fibrous tissue that can form between abdominal tissues and organs. Good surgical technique, careful handling of tissue, and minimal use and exposure of peritoneum to foreign bodies form the cornerstone of adhesion prevention. The instructions for use (IFU) states adequate mesh fixation is required to minimize post-operative complications and recurrence. The fixation technique, method, and products used (including sutures, tacks, staples or other means) is left to the discretion of the surgeon to optimize clinical outcomes. The IFU also states it is important to orient c-qur mesh correctly to prevent recurrence. The absorbable coating is located on the polypropylene monofilaments of the mesh and is not a tissue separating layer. Avoid direct contact with the viscera (intestines) to minimize the possibility of adhesions. Do not use a c-qur mesh in patients where tissue separation is of particular concern. Complications that may occur with the use of any surgical mesh include, but are not limited to, pain, inflammation, infection, allergic reaction, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material and possibly adhesions when placed in direct contact with the viscera (intestines) and other organs. The patient should be advised to contact the physician should an adverse reaction occur.

Event description:
N/a.